Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker had an inappropriate detection of consecutive premature ventricular contractions (pvc) due to atrial under-sensing. The patient was brought into the clinic and programming changes were made. The clinic will continue to monitor the patient. The patient had no adverse consequences.